Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found inside the overpouch of an european valve set, em2400. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye and magnification was performed and found a 1.0 millimeter piece of found brown foreign material inside of the sealed packaging. The foreign material was analyzed using polarized light microscopy and was found to be a yellow/brown bundle of fiber, consistent with paper. The cause of the particulate matter was likely introduced during the packaging process. Should additional relevant information become available, a supplemental report will be submitted.